Manufacturer narrative:
Product event summary: analysis could not confirm the reported sensing issue; the device passed incoming functional test. Analysis found the battery contacts were contaminated with residue. Two knobs were damaged and two knobs were missing. The ring and attachments were missing. It was noted the device was received in bad cosmetic / mechanical condition.

Event description:
It was reported the atrial sense led (light emitting diode) was not lighting properly and vvi sensitivity failed. It was also reported a knob and a clip were missing. The external pulse generator was returned for service. No patient complications have been reported as a result of this event.